Event description:
Received recall notice from philips about the cdpap device I was prescribed as being recall, as the sound abatement foam and some bacteria may break off during use and cause permanent injury. The notice further tells me to go to my doctor and discuss whether I should continue use, based on my clinical needs/situation. My doctor will not contact me, and instead - sent an email that closely resembles the suggested communication for healthcare providers on philips' website address, dedicated to the recall. The FDA acknowledged this issue formally on june and still no recourse or way to rectify the situation, other than getting another cdpap machine (these cost (B)(6) and insurance will not pay for one that is less than 5 years old). This is an outrage - I need this device to sleep, or I stop breathing, causing cardiac issues (hence the reason for it). Philips has put the onus on the physician to make a clinical call as to the risk of using the machine as is, and the healthcare providers are pointing right back at philips. FDA safety report ID# (B)(4).